Event description:
The alleged event was initially reported by allergan sales representatives who became aware of the death of a lap-band system patient, through a conversation, at a seminar. Only limited information was available. Extensive follow up, through the allergan sales representatives and the surgeon himself, lead to the following follow-up results: per the surgeon, the cause of death is still unclear and "the patient felt fine after the surgery and did not call in or report any complications or pain throughout the weekend". The surgeon became aware of the death, on the following monday, through a phone call from the spouse explaining that "the patient had died unexpectedly". The serial number of the device was not reported to allergan and the device is not available for product return and analysis. There is no indication for the cause of death at this time. The surgeon does not see "the death related to the device or the surgical procedure" at this time, however, "the autopsy results should be awaited". Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: 08/20/2009. The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number. This information has not been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number was not reported to allergan. Device labeling addresses the reported event of death: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. It is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."